Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc ((B)(4)) co., ltd. (B)(4). The returned guide wire had its core wire exposed for approximately 6-42mm distal to the mid solder. The exposed end of the core wire was found fractured. The coil wire was stretched for approximately 8mm overall. The ball tip remained attached on the distal end of the coil wire. The coil wire remained in one piece. Microscopic observation of the proximal fracture end of the core wire found that the fracture surface was oblique and helical marks were on the core wire shaft. These findings suggested that the core wire was twisted while it had been bent. Proximal to the core fracture end, the fracture end of the inner coil wire was found. Distal coils were removed for observation. The core wire was found wrenched off with the inner coil wire at approximately 4.5mm proximal to the ball tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that continuous torsion was applied on the guide wire likely while its distal segment was bent as the guide wire was pushed against the severely calcified lesion in an attempt to cross the lesion, leading the core wire to become fractured. Tensile stress generated with wire removal likely led the coil wire to stretch and the fractured core wire to become exposed. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that coils of an asahi guide wire came off the body of the wire upon removal from the anatomy during a pci to treat a mildly tortuous, severely calcified cto in the rca. Another wire was used to continue the procedure. There was no injury to the patient.